Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the tool handle and jaws. The heater wire on the hot jaw was observed to be slightly flexed at the center but remained attached to the base and tip. The silicon insulation on the jaws appeared intact. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened for inspection. The toggle switch appeared intact. No contamination or fluid were observed on the internal switch. Based on the returned condition of the device and the evaluation results, the reported failure device remains activated was not confirmed. The analyzed failure material twisted/bent was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery would not shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery would not shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.